Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose level above 300 (mg/dl) and possibly ketones. Reportedly, the customer was told their elevated bg levels were due to a virus and was sent home without any specific treatment about 4.5 hours later.